Event description:
A customer reported experiencing issues with her pump, which prompted an alarm indicating the need to contact technical support. There was no mention of the impact on the customer's blood glucose level, but it was also not reported that there was any adverse effect. The customer could not wait for resolution while on the call, and a follow-up was arranged to address the issue.